Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a vitrectoy procedure the surgeon noted that thickening of the laser probe was obvious and this would not fit through the trocar. There was no patient involved. The case was initiated and completed using an alternate product. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided. The 23 gauge laser probe was received and a visual assessment of the returned sample had a broken nitinol tip replicating the reported event of ¿tip damage¿. However, no further testing could not be carried out for the reported event of ¿product would not fit, hard to insert¿. The 23 gauge laser probe was manufactured on march 19, 2018. There were (B)(4) associated with this lot. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).